Manufacturer narrative:
Product analysis summary : the device was returned and analyzed with no anomalies found. It was noted that the set screw had a rounded socket.

Event description:
It was reported that during the implant procedure the device connector screw was loose; could not be tightened down and just keeps turning. Therefore, the device was replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).